Manufacturer narrative:
Visual inspections were performed on the returned device. The premature deployment was unable to be confirmed as the stent was fully deployed and not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. A retrograde approach was made and angioplasty was performed. The supera stent delivery system was advanced and deployment was initiated. However, the stent prematurely released itself from the delivery system. The stent fully covered the target lesion and was fully in the target lesion, but the proximal end of the stent was not fully expanded. Additional dilatation was performed at the proximal stent, fully expanding the stent to the vessel wall. Post procedure, there was no adverse patient sequela and no clinically significant delay. No additional information was provided.